Manufacturer narrative:
Correction to the initial MDR in fields. Should have been: (B)(4). Additional suspect medical device components involved in the event: model #: sc-3400-30, (B)(4), description: infinion splitter 2x8 kit (30 cm) model #: sc-2316-50,(B)(4), description: infinion 1x16 perc lead kit-50 cm model #: sc-2218-70 ,(B)(4), description: linear st lead, 70cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Update to the initial MDR in fields: date received by manufacturer : 01-dec-2015 additional information was received that the patient was having issues at the ipg incision site wherein the patient was experiencing discharge. It was unknown what cause the infection. No further information could be obtained.

Event description:
A report was received that the patient developed an infection. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient developed an infection. The patient underwent an explant procedure.